Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation on the foot despite reprogramming. During the lead reposition procedure, the physician accidentally ripped the old paddle thus resulting to lead replacement. The new lead was placed at a lower vertebral level. The patient was doing well postoperatively and the explanted lead was discarded.